Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped3 pipeline vantage stent failed to open in the proximal section. The doctor was treating a recan of a web previously treated acom aneurysm. The angle between right a2 and left a1 was particularly challenging and the doctor was unable to get the vantage to open on the bend. A second doctor scrubbed in but was also unable to get the stent to open at that anatomical point. The stent was removed and it could be seen that the braid was jammed shut at the proximal end. The stent and delivery wire are being returned for examination. The phenom 21 used for wasn¿t retained by the staff. The doctor was able to place a stryker atlas stent over the aneurysm but wasn¿t able to get coils (both axium or stryker target xl) to sit in the aneurysm safely. The patient will be brought back for a future attempt at coiling when the atlas has endothelialised. The proximal and middle section of the pipeline was positioned in a bend. More than 50% had been deployed when it failed to open. The pipeline was resheathed more than 2 times. No additiona steps were taken to open the pipeline. The pipeline was resheathedand removed from the patient with the microcatheter. The devices were prepared as per instructiosn for use (IFU). The patient was being treated for an unruptured, saccular aneurysm in the acom filling from left a1. The max diameter was 8mm and the neck diameter was 5mm. The distal landing zone was 2.8mm and the proximal landing zone was 3mm. Vessel tortuosity was severe. Aneurysm treatment was not completed on the day. No patient symptoms or complications were reported.

Manufacturer narrative:
Product analysis #(B)(4): as found condition: the pipeline vantage shield device was returned for analysis within a shipping box; within a small plastic bio-pouch; ad within a small jar. There was no catheter returned with the device. Damage location details: no bent or kink was found with pusher. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. One of the ends of pipeline vantage shield braid appeared to be not fully opened and moderately frayed. The other end of the pipeline vantage shield braid was found fully opened and moderately frayed. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the analysis findings, the pipeline vantage shield was not confirmed to have failure to open at the proximal end as the device was resheated. In addition, the proximal and distal ends could not be identified. The damage on the ends of the braid is likely the results of the physician re-sheathing the device more than recommended two times. It was noted the pipeline was resheathed more than 2 times. In addition, it is possible that the severe vessel tortuosity may have contributed to the failure to open issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.